Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced low blood glucose. Customer states her blood glucose was 33 mg/dl which was treated with juice. Customer's blood glucose at the time of call was 61 mg/dl. Customer declined troubleshooting of insulin pump, as she states she will continue to drink juice and will call her physician. No further information provided.